Event description:
Event was reported to caldera medical by an attorney. The pt has suffered colo-vaginal fistula, feces and gases are secreting from vagina, urinary incontinence, pain, and infection. No further info has been provided.